Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block h11: the returned exalt model d scope was analyzed. Oil residues were found outside the camera lens, therefore, some stains could be observed during the visualization test. Once the camera lens was cleaned, the image was displayed as expected. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an oil spot was right in the middle of the image covering the ampulla making visualization very tough. The lens was rinsed and wiped but the issue persisted. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor-quality image inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an oil spot was right in the middle of the image covering the ampulla making visualization very tough. The lens was rinsed and wiped but the issue persisted. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.